Manufacturer narrative:
Batch review performed on 11 jun 2025. Lot 2100077: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 1 year and 10 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (from 11 to 20 mm) to give the patient more stability. The surgery was completed successfully.